Manufacturer narrative:
On august 18, an email received from the FDA medwatch program stating that there is no record of initial report submission in the system as to MFR report. According to our records, the initial report was submitted on september 25, 2015. Likely due to unidentified system error, the initial report might have not been received by the system. Following the FDA order, this initial report is resubmitted. Manufacturing site: (B)(4). Investigation of returned guidewire revealed its core wire broken at approx. 15mm and polymer jacket broken at approx. 80mm from tip end respectively, while the coil wire was elongated but not broken apart and the guidewire was in one unit up to the distal end. Guidewire coil was found knotted at apporx.40mm from tip end. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. All the shipped product are inspected during the production process for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation, it is inferred that tip of the guidewire was trapped in the calcified target lesion and a knotting deformation occurred inadvertently, that the knot might was hooked in the lesion or at the tip of the microcatheter used in combination, that core wire breakage and coil elongation occurred along with the removal manipulation to the guidewire. Warning section of the IFU describes; if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel.

Event description:
Reportedly, during the use of subject guidewire to heavily calcified lesion at right sfa with a support by micro catheter, tip of the guidewire was trapped, and was removed out together with the microcatheter. There was no impact or injury to the patient.